Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It is suspected that the early battery depletion may have to do with communication between the device and the carelink monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2013; d224drg implantable cardioverter defibrillator (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011. (B)(4).